Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. An attempt to test the device was made; however, it failed to download receiver log due to invalid parameter. As a result, the receiver data log could not be downloaded and functional testing could not be performed. The reported event of err121 displayed could not be confirmed. A root cause could not be determined.